Event description:
Healthcare professional reported "completely ruptured", "MRI done that confirmed a possible rupture". This record is for the left-side. Device has been explanted.

Manufacturer narrative:
Continued h.6: f2203. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported "completely ruptured", "MRI done that confirmed a possible rupture". This record is for the left-side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken device on radius assessed as a surgical impact opening. (Shell thickness within spec) and missing shell observed assessed as inconclusive. Additional observations: stress marks observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported "completely ruptured", "MRI done that confirmed a possible rupture". This record is for the left-side. Device has been explanted.